Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. This device was placed in (B)(6) 2011 (exact date is unknown). According to the complainant, the physician was planning to close the stoma site because the patient no longer needed the device. As the physician removed the device ,while holding the shaft, it was noted the internal bolster was torn. The bolster was retrieved endoscopically. No feeding or medication was performed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding port and the medication port to be closed. The c-clamp was located adjacent to the y-port and was closed. The external bolster was located at approximately the 4 cm mark with dark red residue between the bolster and tubing. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was missing portions. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure. This device was placed in (B)(6) 2011 (exact date is unknown). According to the complainant, the physician was planning to close the stoma site because the patient no longer needed the device. As the physician removed the device ,while holding the shaft, it was noted the internal bolster was torn. The bolster was retrieved endoscopically. No feeding or medication was performed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.